Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No damage was noted to the resolute onyx packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues noted. Attachment received indicates that the stent was damaged during use in the patient. No injury reported.

Manufacturer narrative:
Additional information: it was reported that angioplasty was performed and the stent did not reach the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device returned with no stent on the device. It was reported that the stent was on the device when the device was removed from the patient. It did not come off the device when the device was in the patient, but it did not come off the device after the device was removed from the patient. It was reported that the stent was sent in the return package. Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were intact. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.